Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed the technical support engineer (tse) that the monopolar energy function failed to activate. The customer replaced the monopolar cables and instruments multiple times, but the issue persisted. The site confirmed that the bipolar energy was functioning properly. The site performed a power cycle on the generator, and it came back with an error m-02. The tse reviewed the system error logs and confirmed the occurrence of error m-02. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator has been returned and evaluated by the failure analysis team and the reported problem was confirmed and reproduced. Upon visual inspection, there were no issues found that would be related to the reported event. The generator was tested on a system, and upon startup, the unit displayed error c-83,1-88,1-89,3-89,4-89,2-89 while testing instruments. Me socket 3,4 error c-83 1-89 error kept displaying.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
According to failure analysis findings, the probable root cause of the reported event may be related to software (c-83- system error) or internal system components that are not easily visible.